Event description:
The patient reported new pain in their left arm. The stimulator is implanted in their right shoulder. The patient does not think the new pain was related to the stimulator. There are no plans to perform a revision/explant at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient feeling the unintended stimulation/new pain in the area that is being targeted by the stimulator, the patient having another non-stimwave device implanted, changing the waa parameters, and the patient experiencing a heat sensation/shock sensation have been ruled out as potential causes of the reported issue. The questionnaire shows x-rays have not been performed recently to confirm the device positioning following the report of the new pain. The new pain is in a different location than where the device was implanted, the patient is overweight and is consulting with a doctor regarding a breast reduction which may help with her shoulder pain. The stimulator is used to treat pain. The cause of the new pain is unknown. The provided information does not evidence that the stimwave device contributed to the issue. Therefore, conclusion has been selected as no fault found.